Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). It had stopped working due to age of device. All components were explanted and replaced.